Event description:
One freezing containers was found ruptured when removed from liquid nitrogen for thawing. The contents of the container, peripheral blood stem cells for transplantation, were lost at the time of the event. Sufficient back up cells were on hand for transplantation. No adverse patient event reported in association with the breakage. The container was returned for evaluation, inspected, and verified to be ruptured. The breakage was similar to samples inspected from other customer sites. A follow-up phone call to the reporter revealed that they were routinely overfilling the containers exceeding the maximum recommended fill volumes for the container. Additionally, this account was not trasitioning in the vapor phase of liquid nitrogen storage for a minimum of four hours prior to immersing the container in the water bath for thawing. These recommendations are included in the labeling distributed with the product. The customer agreed to make appropriate freezing protocol changes.